Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer's blood glucose (bg) was 627 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to address elevated bg by a correction bolus via the pump and manual insulin therapy. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue, and the customer was released from the hospital on (B)(6) 2022. System check was performed by tandem technical support, and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.